Event description:
It was reported that during the tonsillectomy procedure using a evac 70 xtra hp icw wand, the patient sustained a burn. No additional details were provided regarding the location or severity of the burn, nor information regarding any treatment administered to the patient.